Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of fentanyl and the delivery was started. No further programming parameters were provided. In 2009, the pt complained of pain and the nurse noted "the pump was plugged in but totally off." The device was removed from clinical service. Therapy was resumed using a replacement. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.